Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed the insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. The device also was received with minor scratched lcd window, cracked reservoir tube lip, cracked battery tube threads, and missing end cap sticker.

Event description:
Customer reported a button error on her insulin pump. Customer's blood glucose is 143 mg/dl. She stated she was outside lying on the device while she was sweaty. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.